Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call magnetic exposure to the insulin pump, an unexpected restart alarm and a motion sensor test failure. Customer advised they had an MRI done while wearing the insulin pump. Customer advised the device had a motion sensor test failure alarm and unexpected restart alarm soon after the MRI. Troubleshooting for the alarms was performed. Customer was unable to check their alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform displacement test or error test due to alarms. Unit received with cracked case at display window corners, display window, battery tube threads and with minor scratched display window.